Event description:
Event verbatim [preferred term] heat cells were already hard and not soft as usual and crumbled, heat wrap did not warm up [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t26685, expiration date jul2020, via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that upon opening the package the heat cells were already hard and not soft as usual and crumbled. Due to this the heat wrap did not warm up and could not be used. "Unfortunately this is already the third one that is damaged like this, that is why I am sending a complaint." The action taken with thermacare heatwrap and the outcome of the event was not reported. Per the product quality group: the root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (16dec2019): this follow-up report is being submitted as a final reportable MDR., comment: based on the available information, the patient reported "heat cells were already hard and not soft as usual and crumbled, heat wrap did not warm up." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Heat cells were already hard and not soft as usual and crumbled, heat wrap did not warm up [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number t26685, expiration date jul2020, via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient reported that upon opening the package the heat cells were already hard and not soft as usual and crumbled. Due to this the heat wrap did not warm up and could not be used. "Unfortunately this is already the third one that is damaged like this, that is why I am sending a complaint." The action taken with thermacare heatwrap and the outcome of the event was not reported. Per the product quality group: the root cause category is non-assignable (complaint not confirmed). The sample is not available from consumer for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Company clinical evaluation comment: based on the available information, the patient reported "heat cells were already hard and not soft as usual and crumbled, heat wrap did not warm up." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "heat cells were already hard and not soft as usual and crumbled, heat wrap did not warm up." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. This case will be re-assessed upon receipt of additional information.